Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had a communication error where the screen went "from the message to white and could not restart." The pca and auto ID modules were attached to a pcu at the time of the event. The clinician who reported the issue stated that they were unable to recall the serial numbers. This was reported to bd associate during their site visit. There was patient involvement but no harm. Although requested, the additional information was not provided.